Event description:
Procedure type: hysterectomy. According to the reporter, the surgeon used an endo stitch suturing device to close the vaginal cuff. When the surgeon was toggling between tissues, the needle broke into 2 pieces. One piece was found in the endo stitch and the other was missing. There was a flat place x-ray taken and the needle was visualized. A general surgeon was called in and removed the needle piece.

Manufacturer narrative:
(B)(4).